Manufacturer narrative:
Information is unavailable; device was not returned for eval.

Event description:
It was reported that during a lap gastric bypass procedure, the blade tip broke off the device. The tip was retrieved from the floor. The device was replaced and the case was completed without any pt consequence.